Event description:
It was reported that the 7700 system field size was too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working and put back into service.